Manufacturer narrative:
One sample was received for quality investigation. Visual examination of the sample indicates that the product separated at the upper pumping segment. Further investigation of the silicone tubing indicates that there is no sign of indention on the silicone tubing and the securement collar was not provided with the sample. The customer complaint of separation was confirmed. Investigation for the root cause of the failure was moved to manufacturing for further analysis. After the investigation along with manufacturing, maintenance and quality operations team, it was determined that the most possible root cause for the separation between silicone tubing and lower fitment is a gripper misalignment of the assembly equipment. Similar issues have been reported and actions were taken to correct the issue with a work order conducted on november 14 , 2024. The sample infusion set was manufactured on november 13, 2024, and therefore no further corrective actions were considered necessary. A device history record review for model 2426-0007 lot number 24115250 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the drug mycophenolate mofetil (mmf) was running but beeping off air in line error. Writer went to room to fix the air in line. Once the pump was opened and the mmf line was taken out, it immediately broke in half and the drug was spilling out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed